Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a low blood glucose level of 65 mg/dl. The customer stated that there they did not have a temporary basal set. The customer was assisted with reprogramming the insulin pump and was informed that a new reservoir and infusion set will be sent out to her. The customer was advised to change the infusion set and monitor the insulin pump for any further issues. The insulin pump works as designed. No further information was provided.